Event description:
The adverse events appear to be directly related to a design flaw in the omnipod 5 algorithm that fails to apply the user-programmed correction factor (insulin sensitivity factor) when delivering automated correction doses. While in automode, the omnipod 5 system is supposed to use the glucose target and correction factor programmed by the user to calculate safe correction doses. However, the algorithm ignores the programmed correction factor entirely and applies its own undisclosed internal value. This results in correction doses that are much stronger than intended. When these excessive doses are combined with the background basal adjustments delivered by the algorithm, the result is a rapid and severe drop in blood glucose. These events occur without user-initiated boluses and are predictable for this user. Since beginning use of the omnipod 5 in automode, she has experienced multiple severe hypoglycemic episodes almost daily for the past year, including several that required external assistance and emergency treatment. Blood glucose levels dropped rapidly--from above 180 mg/dl to below 40 mg/dl. These episodes have had a serious emotional and functional impact. The omnipod 5 cannot be trusted to operate safely in automode. These severe lows have caused anxiety, sleep disturbance, and the need to revert to manual insulin management. The lows required external assistance and treatment with glucose, glucagon, and medical observation. The failure of the omnipod 5 system to respect the user-programmed correction factor represents a serious and ongoing safety risk. I urge the FDA to investigate whether this issue is inherent in the current omnipod 5 software, to require full disclosure of the algorithm's correction logic, and to compel insulet corporation to issue a safety communication and firmware update addressing this flaw. Automated insulin delivery systems should not override clinician-approved dosing parameters without explicit user consent or warning. 282-65. Can send screenshots of graphs showing this issue.